Event description:
It was reported to medtronic minimed that the customer experienced cracked pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and confirmed crack all over pump also in retainer ring and functionality of pump was affected. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a blank display and a detached end cap. Unable to perform the sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found physical damage to the pcba 1, pcba 2, force sensor and motor home switch. The sc1 cap locks properly into the reservoir compartment. Per observation that the knit line near the belt clip plate is normal. The following were noted during visual inspection: damaged motor slide, cracked/broken motor slide tip, detached end cap, scratched case, overlay scratched, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and keypad overlay texture damage. Cosmetic damage was confirmed on the pump. Retainer ring damage was not confirmed. Blank display was confirmed during analysis due to physical damage to the electronic stack. Unable to download history files and traces using thump due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.